Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. This medwatch is being filed to correct the device received by manufacturer date on medwatch (B)(4). This date should have been 4-3-2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
The complaint device is not being returned therefore not available for a physical evaluation. No photographs of the defect were also not provided. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with no anomalies or discrepancies in the manufacture of this lot. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial medwatch report ID: 1221934-2017-10676.

Event description:
The affiliate reported via email it was reported that there was a small foreign material inside of a package when the surgeon opened the unused sterilized package during arthroscopic rotator cuff repair surgery on (B)(6) 2017. The surgery was completed by using alternative package (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was surgical delay in 5 min and no harm to the patient. Additional information received via email from the affiliate on 10-31-2017: it was reported that the small foreign material was found in the package. The location of the substance is inside the package. Alternatives were readily available. No patient impact.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
The affiliate reported via email it was reported that there was a small foreign material inside of a package when the surgeon opened the unused sterilized package during arthroscopic rotator cuff repair surgery on (B)(6) 2017. The surgery was completed by using alternative package (p/n and lot number were unknown). It was brand new and the first use when the issue occurred. There was surgical delay in 5 min and no harm to the patient. Additional information received via email from the affiliate on 10-31-2017: it was reported that the small foreign material was found in the package. The location of the substance is inside the package. Alternatives were readily available. No patient impact.